Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was returned and evaluated. The device failed earth leakage current test. The assignable cause of earth leakage current test failed was determined to be broken compressor wire. A review of the previous service record, (B)(4) 2011, shows the device passed all required tests and calibrations prior to its release from the tampa bay facility. No issues were identified that may have contributed to the issues of earth leakage current failure. The damage components were scrapped.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the earth leakage current test. There is no patient involvement, injury or medical intervention as this was found during service and testing